Event description:
In 2002, the device was applied to the pt's left tibia. The following month, during the period of callus formation, the lengthener broke. Following the incident, an additional surgery was performed. Pt is expected to heal as desired.